Event description:
It was reported that the device was implanted on (B)(6)-2007 and had never been checked until (B)(6)-2010. The device was initially programmed with pacing output of 5 volt and 0.5ms pulse width in the atrium and right ventricle. It was programmed to 5v and 1.0ms in the left ventricle. The device reached elective replacement indicator (eri) on (B)(6)-2010 and had a charge circuit timeout on (B)(6)-2010. The device was explanted and replaced. The leads are all still in use. No patient complications were reported as a result of this event.

Event description:
It was reported that the device was implanted on (B)(6) 2007 and had never been checked until (B)(6) 2010. The device was initially programmed with pacing output of 5 volt and 0.5ms pulse width in the atrium and right ventricle. It was programmed to 5v and 1.0ms in the left ventricle. The device reached elective replacement indicator (eri) on (B)(6) 2010 and had a charge circuit timeout on (B)(6) 2010. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis revealed that the device did not meet expected longevity. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.